Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-4005b-18 chondral dart would not seat. Surgeon started with the multi-use guide and inserted all 4 drill pins. Then the first drill pin was pulled and inserted guide, implant, and started impacting gently. Implant push rod would not seat fully. Surgeon pulled implant inserter out to see chondral dart was compacted and jammed in inserter. A single shot guide was opened to get another inserter. Surgeon proceeded to pull additional drill pins to try new holes. Two of these drill pins came out of the guide with broken tips. Implants continued not to seat all the way and stay mid-substance inside chondral flap. Eventually, surgeon bailed out to just a single shot guide and was very careful with holding the guide still, cycling the drill 3-4 times, and gently tapping the dart in place. This one looked perfect, but when the guide was lifted, the flap lifted off the bony surface. Upon inspection, the back side of the chondral defect had exposed chondral darts and both drill tips. Surgeon was able to retrieve all darts and drill tips with an arthroscopic grasper. Surgeon speculated that the drill bit was fully puncturing the defect, but potentially skiving on subchondral bone. It was always the last few millimeters on the push rod that seemed to be the issues. And that's why the implants were full thickness into the defect, but none of them made it into subchondral bone. Biocompression screws were not available so surgeon opted to resect the defect and schedule the patient for a future oats procedure. This was discovered during a knee arthroscopy with repair of osteochondral defect on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.